Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation reported that the device could not generate alarms under expected conditions, establishing a relationship with the event reported. The root cause has been identified as a circuit board failure. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. This complaint is now complete with no further actions by smith and nephew deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the renasys go device failed to alarm under expected conditions due to a defective mainboard. No patient involved.